Event description:
The customer reported that the system did not boot. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the hard drive then reloaded the software and calibration files. The system is now operating as intended.